Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 105 which not was reproduced. System error 105 was confirmed through a review of the event history log. Evaluation was unable to determine a cause as the device functioned as designed. The motor assembly was replaced to ensure continued proper function.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.